Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: test strip issue.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 108-240mg/dl fasting. Verified test strips expire 05/26/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 94mg/dl and 95mg/dl fasting. Reviewed meter memory (B)(4). Memory concerns: "customers concern: concern with lo on (B)(6) 2015-12:35:00 am." The time and date for the 5 memory reading were incorrect as she had replaced the battery due to the lo reading and never reset it.